Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having a lot of problems with her interstim. The patient noted she needed to know if she needed to change programs because of what she was experiencing. There were no further complications that have been reported as a result of this event.